Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and back pain ('chronic lower back pain / pain in the sacrum / persistent back pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. No previously known allergic history. Family history included otosclerosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced gastrointestinal disorder ("colopathy"), large intestine polyp ("benign polyp") and cervicobrachial syndrome ("cervico brachial neuralgia"). In 2008, the patient experienced tinnitus ("tinnitus"), deafness ("hearing loss") and vertigo ("vertigo"). In 2010, the patient experienced sciatica ("right sciatica"). In 2011, the patient experienced bladder disorder ("bladder hypersensitivity"), urinary incontinence ("leakage on moderate exertion") and sleep disorder ("sleep disorders"). In 2012, the patient experienced pudendal canal syndrome ("infiltrated pudendal neuralgia"). In 2015, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), metrorrhagia ("worsening metrorrhagia"), pelvic pain ("pelvic pain"), hot flush ("persistent hot flashes"), temperature intolerance ("intolerance to temperature variations, especially heat;"), dizziness ("dizzy spells"), menopause ("menopausal"), peripheral coldness ("cold, specially in the extremities"), skin warm ("hot, specially in the extremities"), coccydynia ("coccyx pain"), pubic pain ("pubic pain"), arthralgia ("hip pain / pain in both wrists, metacarpus and interphalangeal"), neck pain ("cervical pain"), thoracic outlet syndrome ("thoracic outlet syndrome"), headache ("neuralgia-type headaches / nocturnal headaches"), rotator cuff syndrome ("tendinitis of the shoulders"), tendonitis ("feet tendinitis / 2 achilles tendons"), metatarsalgia ("metatarsalgia"), visual impairment ("visual disturbances"), eczema ("eczema"), rhinitis ("rhinitis"), conjunctivitis allergic ("allergic conjunctivitis"), mental fatigue ("mental fatigue") and fatigue ("physical fatigue"). The patient was treated with surgery (essure removal and subtotal hysterectomy in 2014) and rehabilitation on 2015 and 2018. Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain, back pain, metrorrhagia, pelvic pain, hot flush, temperature intolerance, dizziness, menopause, peripheral coldness, skin warm, gastrointestinal disorder, large intestine polyp, bladder disorder, urinary incontinence, coccydynia, pubic pain, arthralgia, pudendal canal syndrome, neck pain, cervicobrachial syndrome, thoracic outlet syndrome, headache, rotator cuff syndrome, metatarsalgia, visual impairment, tinnitus, deafness, vertigo, hypertension, eczema, rhinitis, conjunctivitis allergic, sciatica, sleep disorder, mental fatigue and fatigue outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, bladder disorder, cervicobrachial syndrome, coccydynia, conjunctivitis allergic, deafness, dizziness, eczema, fatigue, gastrointestinal disorder, headache, hot flush, hypertension, large intestine polyp, menopause, mental fatigue, metatarsalgia, metrorrhagia, neck pain, pelvic pain, peripheral coldness, pubic pain, pudendal canal syndrome, rhinitis, rotator cuff syndrome, sciatica, skin warm, sleep disorder, temperature intolerance, tendonitis, thoracic outlet syndrome, tinnitus, urinary incontinence, vertigo and visual impairment with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and back pain ('chronic lower back pain / pain in the sacrum / persistent back pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. No previously known allergic history. Family history included otosclerosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced gastrointestinal disorder ("colopathy"), large intestine polyp ("benign polyp") and cervicobrachial syndrome ("cervico brachial neuralgia"). In 2008, the patient experienced tinnitus ("tinnitus"), deafness ("hearing loss") and vertigo ("vertigo "). In 2010, the patient experienced sciatica ("right sciatica"). In 2011, the patient experienced bladder disorder ("bladder hypersensitivity"), urinary incontinence ("leakage on moderate exertion") and sleep disorder ("sleep disorders"). In 2012, the patient experienced neuralgia ("infiltrated pudendal neuralgia"). In 2015, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), metrorrhagia ("worsening metrorrhagia"), pelvic pain ("pelvic pain"), hot flush ("persistent hot flashes"), temperature intolerance ("intolerance to temperature variations, especially heat;"), dizziness ("dizzy spells"), menopause ("menopausal"), peripheral coldness ("cold, specially in the extremities "), skin warm ("hot, specially in the extremities "), coccydynia ("coccyx pain "), pubic pain ("pubic pain "), arthralgia ("hip pain / pain in both wrists, metacarpus and interphalangeal "), neck pain ("cervical pain "), thoracic outlet syndrome ("thoracic outlet syndrome"), headache ("neuralgia-type headaches / nocturnal headaches"), rotator cuff syndrome ("tendinitis of the shoulders"), tendonitis ("feet tendinitis / 2 achilles tendons"), metatarsalgia ("metatarsalgia"), visual impairment ("visual disturbances"), eczema ("eczema"), rhinitis ("rhinitis"), conjunctivitis allergic ("allergic conjunctivitis"), mental fatigue ("mental fatigue") and fatigue ("physical fatigue"). The patient was treated with surgery (essure removal and subtotal hysterectomy in 2014) and rehabilitation on 2015 and 2018. Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain, back pain, metrorrhagia, pelvic pain, hot flush, temperature intolerance, dizziness, menopause, peripheral coldness, skin warm, gastrointestinal disorder, large intestine polyp, bladder disorder, urinary incontinence, coccydynia, pubic pain, arthralgia, neuralgia, neck pain, cervicobrachial syndrome, thoracic outlet syndrome, headache, rotator cuff syndrome, metatarsalgia, visual impairment, tinnitus, deafness, vertigo, hypertension, eczema, rhinitis, conjunctivitis allergic, sciatica, sleep disorder, mental fatigue and fatigue outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, bladder disorder, cervicobrachial syndrome, coccydynia, conjunctivitis allergic, deafness, dizziness, eczema, fatigue, gastrointestinal disorder, headache, hot flush, hypertension, large intestine polyp, menopause, mental fatigue, metatarsalgia, metrorrhagia, neck pain, neuralgia, pelvic pain, peripheral coldness, pubic pain, rhinitis, rotator cuff syndrome, sciatica, skin warm, sleep disorder, temperature intolerance, tendonitis, thoracic outlet syndrome, tinnitus, urinary incontinence, vertigo and visual impairment with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.